Event description:
Additional information received reported that the lead was put in the pudendal nerve and it would move. When it worked it was great, but when it lead moved it didn't work. The issue started right after implant in 2011. The patient¿s doctor tried to correct the issue three to four times and another healthcare provider tried to revise the lead as well and said that with the lead and the length of the patient¿s body, it wasn't going to work. The patient had five surgeries throughout 2011 and 2012. The lead was removed in 2012 but the implantable neurostimulator (ins) was left in the patient¿s body because the patient had been opened so many times.

Event description:
It was reported the lead was ¿not long enough for the patient¿ and was taken out over a year prior. It was also stated that the lead was ¿non-functioning¿ and had moved. The patient had a lack of efficacy and did not respond to reprogramming. It was also noted that therapy did work. It was unclear when/if therapy did or did not work. A revision was noted and the patient was ¿stable.¿ the patient recovered without permanent impairment. A date of (B)(6) 2014 was provided, but it was unclear what this pertained to. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-41, lot# v995448, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).